Event description:
It was reported that the patient had a previous magnetic resonance imaging (MRI) which showed multilevel degenerative joint disease (djd) with stenosis multilevel foraminal impingement. In addition, the intrathecal (it) catheter tip was reportedly at lumbar level 1 (l-1). The patient was seen by the healthcare provider (hcp) for surgical evaluation and he felt that spine surgery was not appropriate for her at that time. He did proceed with a catheter revision in (B)(6) 2010. The pump was replaced at that time as it was approaching end of life. The pump system was being used to infuse an unknown medication at the timeof the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, lot# j0039979r, implanted: 2000-(B)(6), explanted: 2010-(B)(6), product type catheter. (B)(4).

Event description:
Additional information: the patient had been getting no benefit from the intrathecal therapy. The x-ray showing that the catheter tip was low in the patient¿s spine prompted the catheter revision. The patient outcome following the revision was reported as ¿patient not recovered, symptoms/issue ongoing¿.

Manufacturer narrative:
(B)(4). Additional information: conclusion code is no longer applicable for this event.